Event description:
This spontaneous report was received from a (B)(6) physician and concerns a patient. The patient was injected subcutaneously, with a total of 1.5 ml of radiesse, in the middle third of the face, as a biostimulation treatment, in 2021. The batch record review was received and the lot number for radiesse was confirmed as a00020370 (expiry date: 06/2023). A lot search in the global safety database was conducted. In 2021, after the radiesse treatment, the patient experienced an inflammation in the treated area, redness and the beginnings of tumoration (also reported as a possible necrosis), on the left side of the middle third of the face. The outcome of the events was unknown. The treating physician reported the case as serious, due to a possible necrosis.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event possible necrosis/beginnings of tumoration (pt: injection site necrosis) was deemed to meet serious criteria of permanent damage. The device history record for radiesse lot number a00020370 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were reported.